Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times. Reportedly, the pump shutdown shortly after with the battery gauge of 100%. It was noted that when the pump was turned on, the battery gauge displayed 5%. The customer's blood glucose level was not impacted and it was confirmed that the customer had manual injections available.